Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a pericardial effusion. Both the right atrial (ra) lead and right ventricular (rv) lead were replaced as it could not be determined which lead had perforated the tissue. There was no alleged product issue that caused the perforation or effusion. No further patient complications have been reported as a result of this event.